Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete event and reporter information.

Event description:
It was reported that the patient experienced ineffective therapy and pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue.